Event description:
It was reported that bd alaris pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim customer is a new bd alaris infusion system implementation. The cancer center went live with new pcu and pump modules on (B)(6) 2025. Rn noted when loading bd alaris low-sorb tubing (ref# 2260-0500), the pump module displayed a checking line message across scrolling message display. Rn checked tubing installation, for any clamped areas of tubing including pinched tubing, roller or pinch clamps and reloaded tubing into pump module. Rn could not resolve alarm so she placed low sorb tubing infusion into a different pump module and the infusion ran with no problems. Primary (non-low-sorb) tubing was loaded into affected pump modules and had no alarms or issues reported.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2260-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.